Event description:
The right atrial (ra) lead exhibited, a low impedance warning and possible fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).